Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report is being submitted to update additional information in section b5, b6, d9, h2, and h10.

Event description:
It was reported the elevator fractured while elevating a dental root tip. The surgeon reports that the instrument fractured with little applied force. The piece of the fractured instrument fell inside the patient's oral cavity and was successfully retrieved. The procedure was completed with a back-up instrument. A post-op x-ray was performed to ensure no fractured pieces of instrument remained in the patient. It was reported that no further information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has scratching and shows signs of multiple use. Visual inspection found that tip is fractured with no other signs that are significant. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event date was either (B)(6) 2021 or (B)(6) 2021 customer provided b20 or g20 as possible lot numbers; however, g20 cannot be attributed to a valid lot number.

Event description:
It was reported the instrument fractured while extracting a root tip with excessive force. Attempts have been made and no further information has been provided.